Event description:
It was reported that during the troubleshooting for an unrelated alarm, the patient noticed that the floor under the homechoice (hc) device was wet. The cassette was slightly wet when it was removed from the hc, but the leak location was not identified. All of the bags were properly connected. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and evaluated. A visual inspection was performed but there was no issues found. Clear passage testing and pressure testing were performed with no abnormalities observed. The reported issue was not confirmed. Should additional relevant information become available, a follow-up report will be submitted.